Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. Corrected data: remove h6 #1071-thermal decomposition of device. There was no plastic distal end cover (c-cover) burn that was originally reported. The c-cover burn was reported in error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the auxiliary water channel; however, the type of the material cannot be identified. We could not specify the root cause of the material. Olympus could not obtain the answer on the reprocessing steps that were implemented by the customer, so it is unknown if there were any deviations from information for use (IFU) during reprocessing. No physical damage of the device was confirmed on the device at where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: gif/cf-170 series operation manual chapter 3 preparation and inspection gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the jet-tube, plastic distal end cover, the adhesive around the light guide lens and inside the grooves of the connection tube. In addition, the plastic distal end cover was burnt. There were no reports of patient involvement.